Event description:
Patient reports their pump stops working in the middle of their infusion and home health nurse tried to troubleshoot but it is still giving unspecified error and stops. Device serial number and expiration unknown. No further information, details or dates available. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gamunex-c - 40gm. Gamunex-c indication: other inflammatory and immune myopathies, not elsewhere classified. Did patient miss a dose or have an interruption to therapy? - unknown did adverse event(s) result due to product issue? Unknown did pharmacy replace device? - yes, is device associated with event available for return? Unknown.